Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2002, patient underwent following procedure: 1. Revision of l3-4 fusion with posterolateral fusion bilaterally with bmp and bone graft on right and cancellous allograft and autogenous bone growth factors on the left, 2. Revision of l5-s1 fusion with posterolateral fusion using bmp and bone graft on right and cancellous allograft and autogenous bone growth factors on the left, 3. Segmental pedicle fixation from l3 to s1 with spinal concepts bacfix system, 4. Removal of segmental pedicle fixation from l3 to s1, 5. Exploration of fusion at l3-4, 6. Exploration of fusion l5-s1; for pre-op diagnosis of: probable pseudoarthrosis at l3-4 with possible pseudoarthrosis at l5-s1, status post previous fusion from l3 to s1. Per-op notes: lateral aspects were decorticated at l5-s1 and l3-4. Autogenous growth factors taken from patient's blood were mixed with cancellous allograft and placed in posterolateral intratransverse gutters at l3-4 and l5-s1. Bmp along with mastergraft was placed onto collagen sponge and rolled. Two sponges were placed in l5-s1 and four in l3-4. Intra-op x-ray revealed satisfactory alignment and spinal position and instrumentation. No complications were reported.

Event description:
It was reported that the patient underwent a fusion surgery on lumbar region of his spine from vertebrae from l5 to s1 spinal fusion surgery on (B)(6) 2002 using rhbmp-2/acs. Sometime postop, the patient experienced pain and numbness radiating into his lower extremities. An MRI scan taken (B)(6) 2003 notes extensive bone graft material and disc bulges causing neural foraminal narrowing at the levels of implant. On (B)(6) 2014, underwent a revision spine fusion surgery on the lumbar region of his spine to relieve the stenosis at the l2-l3 level.